Event description:
It was reported that pump displayed malfunction alarm code 9 no notable events occurred before the issue. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided reset instructions, assisted the caller in resetting the pump, and it did not recur thereafter. The customer was advised to continue using the pump.